Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage on the mbf instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received maryland bipolar forceps instrument to perform failure analysis. However, the testing has not yet been completed. Although the complaint regarding the reported failure has not been confirmed by failure analysis since the product has not yet been tested, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. The mbf instrument's thermal damage occurred during the procedure. The customer stated that the heat from the vaginal wall coagulation could be the cause of the thermal damage. This coagulation was a part of the normal procedure, and there was no bleeding due to this event. The instrument did not collide with an energy instrument during the procedure. There was no report of arcing. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis was able to replicate and confirm the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley near the area between the grips. The bipolar yaw pulley exhibited localized melting damage at the base of both of the grip tips. Electrical continuity was performed and passed. The instrument was put on an in-house machine, and energy was delivered. No damage to the conductor wire was observed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.